Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the physician's (B) (4) handheld computer would not export any data from the flashcard and there was no battery capacity left. Product has been requested, but has not been returned to the manufacturer to date.